Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported and infusion of tacrolimus disconnected and leaked from the tubing and the anti-siphon valve after 23.5 hours of infusion. There is no report of patient harm.

Manufacturer narrative:
Concomitant medical products: non-cfn tevadaptor luer lock adapter and 250ml baxter bag; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an infusion of 230mg of cyclosporine in 250ml of nacl 0.9% disconnected and leaked while infusing at 10.42ml/h from the tubing and the anti-siphon valve after 23.5 hours of infusion. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection observed cracks on the antisiphon valve component. Functional testing observed a leak at the engagement between the suspect set¿s antisiphon valve and concomitant primary set¿s distal male luer components. The root cause of the leak was due to cracks on the suspect set¿s antisiphon valve. The probable cause of the damage is likely due to the use of forceps that were needed to undo the connection. The root cause of the disconnection was not identified.